Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging procedure. Upon programming the device into MRI protection mode, out of range shock impedance measurements were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed cardiology would need to approve an off label MRI order to proceed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging procedure. Upon programming the device into MRI protection mode, out of range shock impedance measurements were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed cardiology would need to approve an off label MRI order to proceed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this rv lead exhibited low amplitude. Ts discussed a lead failure; however, no further details were provided. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging procedure. Upon programming the device into MRI protection mode, out of range shock impedance measurements were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed cardiology would need to approve an off label MRI order to proceed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this rv lead exhibited low amplitude. Ts discussed a lead failure; however, no further details were provided. No adverse patient effects were reported. At this time, this lead remains in service. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.